Manufacturer narrative:
Patient identifier: (b)(46. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced restenosis. Lesion 1 was located in the proximal left circumflex (cx) with 80% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct stent placement using a 2.50 x 24mm taxus liberte stent. Following post dilatation, residual stenosis was 0 % and timi flow 3. Lesion 2 was located in the mid right coronary artery (rca) with 75% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct stent placement using a 2.50 x 32mm taxus liberte stent. Following post dilatation, residual stenosis was 0% and timi flow 3. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for in-stent restenosis in the mid rca and a 90% stenosed denovo lesion in the left circumflex. The focal in-stent restenosis of the previously placed stent in the mid rca stent was treated with placement of 3.5 x 38mm ion stent with 0 % residual stenosis. The lesion in the left cx was treated with placement of 3.5 x12mm ion stent. The patient was discharged on aspirin and prasugrel